Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. It was indicated that the patient experienced a skin reaction described as itchy with redness under the sensor adhesive patch. The patient treated the affected area with hydrocort cream. Additional patient or event information is not available.